Event description:
A report was received that the patient developed an infection at the pocket site. The symptom was an open sore at the pocket site. The patient was prescribed with oral antibiotics. No further action will be taken.

Event description:
A report was received that the patient developed an infection at the pocket site. The symptom was an open sore at the pocket site. The patient was prescribed with oral antibiotics. No further action will be taken.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that the infection was not device related.